Manufacturer narrative:
MFR received a voluntary report # (B) (4). The report contains info alleging a serious injury. No identifiable model # or serial # has been provided that reasonably suggests an invacare device was involved. Detail of event in the report provided suggests a strap slipped causing the pt to fall. The model or serial # of this sling has not been provided. Nature of complaint suggests a possible transfer error. MDR filed as a conservative measure.

Event description:
The voluntary medical device report alleges the resident fell from the lift resulting in a laceration on the resident's head requiring 6 staples, 5 fractured ribs and 3 fractured vertebrae.